Manufacturer narrative:
(B)(6). Results: eval of the product found the power switch is difficult to slide but still functions. The battery door is missing. There is visible battery acid leakage on the battery ribbon. (B)(4).

Event description:
The customer reported the alarm has no power when tested with a new battery and a working sensor pad. The customer reported the alarm may be missing the hold/suspend button. There was no pt incident or injury reported.